Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was hooked up to the patient but kept beeping. Reporter stated the screen was red, but they were unable to recall what was said on the screen. Reporter stated the batteries were taken out and put back in, but the pump kept beeping. No patient harm/adverse event was reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 5/5/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint was confirmed through visual inspection. It was found that the air in line sensor was dented and the downstream occlusion(dso) seal was delaminated. Both damaged components were replaced.